Event description:
Boston scientific received information that this patient was recently seen and externally shocked due to pacing at below the lower rate limit. The health care professional (hcp) contacted boston scientific technical services (ts) asking if the device would suffer any damage as a result of the external shock. Ts stated that the device is typically insulated from external shocks but it depends on where the pad placement was for the shocks. Ts recommended a boston scientific sales representative (sr) be paged to interrogate the device to ensure that it was working appropriately, however no sr was called. Post shock, the patient was back to 100% pacing and at 60 beats per minute (bpm). To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.